Event description:
It was reported that prior to an unk procedure, the wrapping box was broken and there was a hole in the blister. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.